Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: device return update from yes to no.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, entrapment of the first prostyle device occurred during removal attempt of the device. The lever was returned to its original position but the foot did not retract. The foot was eventually able to be retracted but the device was unable to be removed. A surgical cutdown was performed to retrieve the prostyle device. No device separation occurred. A patch was placed to achieve hemostasis. The rcfa was re-accessed above the original puncture to complete the tavr procedure. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.